Manufacturer narrative:
E1 reporting institution phone #: (B)(6). E1 reporter phone#: (B)(6). A philips field service engineer (fse) was onsite and confirmed that the speaker cable was disconnected. The fse reconnected the speaker cable to resolve the issue.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating a speaker fault. The device was not in use on a patient at the time of the event. There was no adverse event reported.